Event description:
The event is reported as; the customer alleges that it was difficult to deflate the cuff of the endotracheal tube. No report of a pt injury.

Manufacturer narrative:
From the picture provided cannot be determine the defect reported 'difficult to deflate the cuff" due to that the picture does not match the catalog number reported in this complaint. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, preformed cuffed nasal, 6.5, lot #01f1100351 was manufactured on 06/23/2011. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture it was not observed "difficult to deflate the cuff", the complaint cannot be confirmed and a conclusive root cause cannot be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.